Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced bumps and itchy skin. The patient said that this happens with her tens unit as well. The customer service representative called the patient and found the patient reports bumps and itchy skin. The patient was not sure if the issue was from the electrodes and stated she has sensitive skin to any type of tape. The patient advised she spoke with her doctor, and he gave her triamcinol one cream to apply on the skin. The patient agreed to try the 63b electrodes. The customer service representative advised the patient to take a break from treatment then conduct the time test with the 63b electrodes. The patient was advised to call back with any issues during the time test. No additional information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient experienced bumps and itchy skin. The patient said that this happens with her tens unit as well. The customer service representative called the patient and found the patient reports bumps and itchy skin. The patient was not sure if the issue was from the electrodes and stated she has sensitive skin to any type of tape. The patient advised she spoke with her doctor, and he gave her triamcinolone cream to apply on the skin. The patient agreed to try the 63b electrodes. The customer service representative advised the patient to take a break from treatment then conduct the time test with the 63b electrodes. The patient was advised to call back with any issues during the time test. No additional information has been provided at this time. No additional patient consequences/ further information has been reported. The spinalpak unit was not returned for further evaluation.